Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer relaunched the mobile app but was unable to successfully repair the app to the pump. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.